Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11. Device evaluation: the medium-large clip applier instrument was received and failure analysis found the instrument to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.4 mm offset at the tips. The grips were not found to have cracking damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ileocolic resection procedure, a clip detached from the medium-large clip applier instrument and fell inside the patient's body. The clip was immediately removed with assistant forceps. No additional surgical procedure was required to remove the clip. The surgery was completed robotically. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining clips. The patient has not returned to the hospital due to any post-surgical complications. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.